Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was attempting to cannulate the coronary sinus, the guide wire from the catheter set was inserted and the guide wire took a path that appeared to be through the coronary sinus. The physician thought the path did not look correct but tracked the guide catheter over the guide wire. A balloon catheter was inserted to the end of the guide catheter and contrast was injected. At this point, it was noted that the contrast was in the pericardial space. The physician removed the balloon catheter and pulled back the guide catheter. The guide wire was then re-inserted into the guide catheter and the coronary sinus was cannulated. The procedure proceeded without incident and was successfully completed. An echo cardiogram was performed post-op and there was no effusion noted. It was further reported that the patient was asymptomatic throughout the procedure and no further action was taken. No further patient complications have been reported as a result of this event.